Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va0tqyw, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that when the patient went to the physician¿s office, it was observed that the extension (wire) component was exposed behind the ear after an injury from a car accident in (B)(6). The surgeon determined that the entire ins system should be removed because of the exposed extension which was done on (B)(6) 2018 (device was not replaced). The issue was reported as resolved at the time of report. There were no further complications reported or anticipated.